Event description:
It was reported that "after bilateral lung transplant surgery, the patient needed percutaneous cardiopulmonary support (pcps). Air bubbles entered the blood drawing line, which activated the safety device and thus the circuit stopped working. Whole brain ischemia was found after surgery.the report mentioned that the bypass circuit had the causal relationship to this event and the cannula was only listed as concomitant medical devices. This information was obtained through japan's government and the device was not returned from the customer.

Manufacturer narrative:
Evaluation: the diifemii020a device was not returned, therefore, a product evaluation could not be performed. The lot number of the diifemii020a device was not provided, therefore, a device history record review could not be performed. The diifemii020a device belongs to the family of femoral cannula devices manufactured at edwards (B)(4). The devices have a long history of use and are known to be safe. The cannula are used in clinical settings to support cardiopulmonary bypass (cpb). The root cause of bubbles entering the drawing line could not be determined. The diifemii020a device was not returned; the cannula was only listed as a concomitant medical device. A CAPA was not initiated for this event. Trends will continue to be monitored on a monthly basis and appropriate investigations as needed.

Manufacturer narrative:
At this time, we think that our femii artery perfusion cannula was not related to air bubbles entering, beacause the air bubbles entering occurred on the blood drawing line. As device was not returned, we cannnot make anymore comments on this.